Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the pump would shut off again and again, even if turned back on. There was no patient harm, no surgical delay and the surgery was completed with the pump as is. (Item & lot # -- 284590 (B)(4)).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: per service manual operational and diagnostic analysis confirmed reported issue (pump shut off, they would turn it back on then if would shut off again). Reseated loose power cable connector to pcba due to unit seems to have been dropped as identified in the investigation to address the reported issue. Replaced damage / bent top cover. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).